Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture and rising capture threshold. However, pacing impedance measurements were stable. It was noted that the patient has fallen multiple times with no broken bones or bleeds. It is unknown whether the previous falls caused the right ventricular lead issues or if the lead issues caused the fall. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.